Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was adjusted multiple times and the intraoperative threshold was higher. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.